Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the loss of manual ventilation the adjustable pressure limiting valve was recommended for replacement. Patient information could not be obtained due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not ventilating as expected in manual mode. There was no report of patient injury.